Event description:
Medtronic patient services received an email about an abre stent device failure/adverse event. Since being stented, the patient has suffered from multiple dvts, the last of which has led to a permanent narrowing of the stent, that hasn't been able to correct and recover the original diameter. The severe restriction in flow, as evidenced by a venogram, has caused the patient to lose the ability to walk and stand and exercise, and the patient is completely bedridden as a result in excruciating pain. The patient has been thoroughly investigated for clotting disorders, none of which the patient has. The patient has also been on continuous anti-coagulation and anti-platelet medications for the duration they have had the stent. Prior to being stented, the patient never had any type of blood clot. The patient only started having clots once, stented with this device. So far, the clots have been confined to the stented area. Unfortunately, because the stent extends up into the patients inferior vena cava (ivc), the clotted stent not only restricts the flow on the left side, but also restricts the flow on the right side because it acts like a wall inside of the blood vessel in stead of being completely flow through, like if it were open. The patient is not allergic to any of the materials used in the stent, as the patient has had negative allergy testing in the past (patch, surface, and ige lab draws). On (B)(6) 2023, the patient was stented in the left common iliac vein for may-thurner syndrome. The stent was a 16mm diameter by 150mm long abre stent. Immediately after the procedure, the patient was able to stand and walk for the first time in 8 months. The patient had been confined to a wheelchair and to bed during that time. The patient was also started on 10mg of xarelto once a day combined with baby aspirin. Within a few weeks, the patient started to relapse and the excruciating pain and weakness came back in the patients' legs. An ultrasound in (B)(6) 2024 suggested a narrowing of the stent. At the time, it was not possible to tell if there was an external compression and the stent had been crushed, or if it had narrowed internally from a dvt. The patient ended up in the emergency room in (B)(6) 2024 for worsening pelvic symptoms. A CT scan failed to pick up an organizing dvt in the left common iliac vein inside of the stent. On (B)(6) 2024, the patient traveled to a different doctor to have a more thorough venogram done. They discovered that the stent was over 50% narrowed by an organizing thrombus inside of the stent. The stent was balloon angioplastied and was able to recover the original diameter of the stent as indicated by the venogram. The patient's anticoagulation regimen was also changed to eliquis 5mg twice a day, along with the continued baby aspirin once a day. After the patient returned home, the patient was able to begin walking and standing and doing pt again within a few months and with increased pain medication (B)(6) 2024). The patient had been able to work up to 15 to 20 minutes walking outside without the assistance of any mobility devices for the first time in 4 or 5 years. The patient was able to start driving to the pharmacy and to the local laboratory to get labs done. The patient was also able to start bringing in my groceries and taking out my trash and recyclables. Then at the end of (B)(6) 2025 early (B)(6) 2025, the patient again experienced rapid deterioration with the weakness coming back in legs along with a severe increase in pain. The patient became completely bedridden again. Early (B)(6) 2025 the patient went to the local emergency room to get another CT scan to check the stent. The stent was 50% blocked, again. At this point, the patient was switched over to twice daily enoxaparin injections, a weight-based dosing because the patient had a dvt. The patient also remained on the baby aspirin. The patient also consulted with a local vascular surgeon to see about cleaning out the stent. The patient was scheduled for a venogram and a clean-out procedure on (B)(6) 2025. On (B)(6) 2025, the patient underwent their third venogram with ivus. The vascular surgeon used the revcore to pull out what he could of the thrombus inside ofthe stent, and then he balloon angioplastied the stent (using a different technique than the previous doctor). However, despite this procedure, the diameter inside of the stent still remained significantly narrowed, due to a dvt around the periphery. It was at this time, that the patient started transitioning from the enoxaparin injections over to warfarin and remained on the baby aspirin. On (B)(6) 2025, the patient traveled to yet another vascular surgeon to consult about possibly removing the stent and performing an alternative procedure to treat the may-thurner syndrome that did not involve stents. Specifically, either an anteriorization of the left common iliac vein so that it is in front of the right common iliac artery or a transposition of the right common iliac artery so that it is behind the left common iliac vein. The patient underwent their fourth diagnostic venogram with ivus. No intervention was performed directly at that time, the venogram was to assess what was going on. The venogram clearly shows the presence of a strong iliolumbar ascending paralumbar collateral, indicating severely restricted flow on the left side through the left common iliac vein because of a now chronic dvt. The patient has not regained their ability to stand or walk, and is completely bedridden in excruciating pain, 24/7. The patient is awaiting a follow-up appointment with this surgeon to discuss possible next steps. It is possible that they will elect to do nothing, leaving the patient with an abandoned medical device inside of their body that has caused permanent, severe disability.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent has clotted multiple times, on multiple different blood thinners. The dvts only occur inside of the stent. The clotting has been so frequent and so severe, that the patient now has permanent in-stent stenosis, such that only 35% cross sectional area is available for flow. The patient has been left with severe and permanently disabling consequences of an in-stent thrombosis, including an ongoing risk of dvt extending into the patients left leg, and if any part of the clot breaks off a pulmonary embolism, a stroke, or a heart attack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.